Manufacturer narrative:
Date of event: (B)(6) 2020. Report date: 04mar2020.

Event description:
It was reported that the ventilator was in storage and when the battery was charged, an error code with battery failure occurred. Reportedly, the battery is older than 5 years. There was no patient involvement.

Manufacturer narrative:
G4: 25mar2020. B4: 30mar2020. The customer troubleshot with technical support and reported the unit was at 100% however was not staying powered on. The customer was advised to perform a performance verification test (pvt) and replace the battery. The customer stated new battery was ordered. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.